Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 20 mg/dl. The customer explained that she had received any alert to warn her for the low blood glucose. The customer explained that she had woke up with low blood glucose and passed out while her granddaughter was present. The customer stated that she was not eating enough. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.